Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of vertebral body height in the thoracolumbar area due to increased kyphosis. This resulted in a very uncomfortable "sitting" position of the pump for the pt. The pump was surgically repositioned on (B)(6) 2011. The pt outcome was resolved without sequelae. The pump delivered dilaudid and droperidol.